Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1 and 2.2 had no lights, and the controller board and position sensor were broken. A field service engineer (fse) replaced both drawers, the controller boards, and the printed circuit board assembly controller board. The station was powered back up and the storage space was successfully configured. And removed the back panel, opened the drawers, checked the drawers for debris, and checked the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, all drawers and cubies were failed and unrecoverable. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.